Manufacturer narrative:
(B)(4). Information was not provided by during the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy, the clips were not closing properly. No pt consequences.